Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked reservoir tube lip. The p cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.